Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es remote manager has failed multiple times. The customer stated that issue occurred when customer was pulling medication for patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to physical damage to the pyxibus cable caused by friction against the metal chassis. A field service engineer shut down the device, opened the back panel, and unhooked the damaged pyxibus cable from the drawers and auxiliary board. The cable was replaced with a new one and properly seated to the drawers. The device was rebooted, and the disconnected mode and critical override icons cleared. The engineer verified that the drawers were actively showing, and the smart remote manager recovered after reboot. Preventive maintenance was performed. The system functioned as intended after the fse repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, remote manager has failed multiple times. The customer stated that issue occurred when customer was pulling medication for patient. There were no adverse events or injuries reported based on this incident.